Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital's allegation could not be confirmed in this case, they have declined to accept the service offer. Resolution is unknown.

Event description:
The hospital reported the unit alarmed during pre-use checkout, possible inability to mechanically ventilate. There was no report of patient involvement.